Event description:
It was observed that during the device evaluation, there was foreign matter present in the plastic distal end cover and on the adhesive joint of the bending section cover of the bronchofiberscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be specified, therefor, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.